Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2006, that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during a procedure on the same day, (patient age, gender and weight unknown). According to the complainant, during the procedure the balloon ruptured at 6atms while being inflated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.